Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) shifted in the pocket, resulting in the right ventricular (rv) lead becoming dislodged. The device remains in use. No patient complications have been reported as a result of this event.